Event description:
It was reported that pt experienced corneal burn during procedure.

Manufacturer narrative:
(B)(4). Eval summary - upon inspection and analysis of unit field service engineer observed eight surgery cases without any problems using both signature systems on site. No hand piece problems were observed during surgery and all passed (B)(4). Fse completed a full system check and this system meets all amo specs and requirements. No pt info has yet been provided. As soon as add'l info is received, a supplemental will be submitted.